Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages has been confirmed. Upon investigation, the belt was unable to recognize the ecgs. The root cause for the failure was a stray wire in ECG b was touching and shorting the q1. The root cause for stray wire was unable to be positively identified. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was receiving adjust belt messages.